Event description:
User experienced a leak from the analyzer. Twenty-four patient samples were involved. No information was provided to determine if erroneous results were generated. No erroneous results were reported. No operators were harmed. The field service representative determined probe c had pierced the wash tube cap and replaced the wash tube seal cap. He also noted he checked the wash station height.